Manufacturer narrative:
A product investigation was completed: the blade shows scratches and nicks at the shaft. The laser marking was readable. Furthermore we found that anodized layer is partially disappeared. The inner locking screw was found too low inside the blade. However, this condition does confirm complaint condition. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. A functional test was performed according the actual surgical technique guide; the result was that the article is fully functional. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the device was fully functional again; locking and unlocking could be performed as required with an impactor. Unfortunately we are not able to determine the exact cause of this occurrence as no detailed clinical information is provided. Based on the evaluation results we assume that incorrect handling did most likely lead to the complained malfunction. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product code is hwc. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently undergoing investigation; the results are pending completion. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jan 7, 2017. Expiration date: dec 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat subtrochanteric femoral fractures on (B)(6) 2017, the proximal femoral nail antirotation (pfna) blade, although assembled on the inserter, could not be locked. Once the surgeon removed it, he found that all gaps between blade portion and sleeve portion of the blade were getting bigger. The surgeon turned the hexagonal hole clockwise to close the gap. However, he failed and eventually the reported blade broke apart. The surgeon replaced the device with a different sized blade and completed surgery with no problems. There was a surgical delay of 10 minutes due to the reported event. Concomitant part: 1 x inserter part/lot: unknown. This report is 1 of 1 for (B)(4).